Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. This case reports a revision was performed due to pfj pain. Per email correspondence, there is no further information available, as consent has not been granted for release of the patient¿s medical history and personal details. Therefore, the clinical root cause of the event cannot be thoroughly assessed. No further medical assessment can be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that, an operation was booked after the patient complained of discomfort due to pfj, the decision was made in order to revise the implant. Upon opening the joint, the surgeon decided to procede with a primary legion implant instead of the revision option. It is known that the three implanted devices were: legion narrow ps oxinium sz 5n rt (femoral component), genesis 2 cemented tibial baseplate size 3 rt and legion ps high flexion xlpe articular insert size 3-4 11 mm. However, it is unknown which devices were explanted. Therefore, 3 complaints were opened with an unkn part number: unkn orthopaedic reconstruction dev (femoral component) ((B)(4)), unkn orthopaedic reconstruction dev (tibial baseplate) ((B)(4)) and unkn orthopaedic reconstruction dev (insert) ((B)(4)). No other complications were reported.